Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) recently had extensive lead revision/replacement due to twiddler's syndrome. It was reported that the patient was now demonstrating noise on the rate/sense channel that is discrete, mostly mechanical, and slightly ragged in appearance. It was further noted that the pacing impedance was 659 ohms at implant and had now risen to 1259 ohms. The caller inquired as to whether or not this was a lead-related issue, a loose setscrew/connection issue or a torn sealplug. It was reported that the caller had performed pocket manipulation and arm maneuvers, but could not recreate the noise. The caller was faxing electrogram strips for technical services to review.